Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. A report was received indicating the presence of contaminants within a syringe, which were identified upon drawing up the solution. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph of a 1 ml luer-lok syringe was submitted for review by the quality team. The image depicts a syringe positioned next to an unsealed package displaying all relevant product information. The syringe barrel exhibits three brown stains, consistent with embedded foreign matter. This condition is non-conforming per product specifications and is typically associated with the molding process. Embedded foreign matter may occur when resin is subjected to prolonged high temperatures within the molding machine, such as during equipment start-up. A review of the device history record was completed for material number 309657, lot 5148008. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were recorded related to the reported condition. The lot was inspected and accepted based on the applicable inspection control plan and subsequently approved for shipment. To date, no similar events have been reported for this lot. Lot 5148008 is considered compliant with all product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material#: 309657 batch#: 5148008. It was reported by customer that yringe contained contaminants which were identified when the solution was drawn up. These contaminants definitely originated from the syringe (and not the solution) because you can see a particle above the rubber plunger seal.